Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the lcd display cable was found to be loose. The lcd display cable was reconnected to address the issue.

Event description:
The manufacturer received info alleging a ventilator's lcd display screen was blank. There was no harm or injury reported.